Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was over 300mg/dl and a correction bolus was delivered to address the bg level. A pump system check was performed and the occlusion was found to be within the cartridge. Reportedly, the customer uses u-500 insulin in their cartridge. Tandem technical support informed the customer that u-500 insulin was not approved to be used with the pump. The customer successfully changed their cartridge and infusion set.